Manufacturer narrative:
Review of pump data by tandem quality engineering:pump logs recorded a blood glucose (bg) level of 69 mg/dl on (B)(6) 2016. A few hours before entering a low bg level, the user made bolus requests without entering current bg level and still having insulin on board (iob). Making bolus requests without entering current bg level and still having iob could lead to low bg levels. There is no evidence of a device malfunction or failure.

Manufacturer narrative:
The t:slim pump user guide indicates replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced fluctuating blood glucose (bg) levels ranging between 69-259 mg/dl. The customer would deliver boluses for high bg levels and would consume sugary snacks to treat low bg. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. The customer declined to check infusion set site. Reportedly, the customer changes the cartridge every 3 days. The customer was educated regarding the labeling instructions for humalog. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.